Event description:
The customer was hospitalized twice for low blood glucose. The customer stated that she was unconscious. The customer also stated that she had several alarms. The customer was not using the pump at the time of call and has been on injections.